Manufacturer narrative:
Results of investigation: carefusion was unable to duplicate the customer¿s reported issue during failure analysis. During bench testing, found the turbine manifold assembly with the turbine assembly was working normally and within spec. All test settings were in spec with the tidal volume and servo flow testing while in service during the golden testing ltv test. The unit passed the full turbine manifold assembly functional test and passed the turbine sound test. Visual inspection and internal investigation did not reveal any anomalies.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The reported issue from the customer was able to be duplicated. During testing, the turbine was louder than normal, and the tidal volume was higher than normal due to the bypass valve being stuck. The turbine was replaced to correct the reported issue. The defective turbine was returned to carefusion and upon completion of a failure investigation, a supplemental report will be submitted.

Event description:
It was reported by the customer that the ventilator has a slightly higher tidal volume than normal. There was no patient involvement regarding this reported issue.